Event description:
The nurse complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4). At 08:45 am the result from the coaguchek xs meter was 6.2 inr. At 08:52 am the result from the coaguchek xs meter was 2.9 inr. At 09:00 am the result from coaguchek xs serial number (B)(4) was 2.8 inr. There was no allegation of an adverse event and the patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no bleeding or bruising. The patient's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meters were returned for investigation. The returned meters and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.7 inr , donor 1 hct: 58%, donor 2 hct: 58% . Testing results with up1184697: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr . Testing results with up1178988: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr . Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.